Event description:
On (B)(6) 2025, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, it was reported that the patient was prescribed an unknown treatment for a gastro/duodenal ulcer. The device was not returned. Despite queries, there is no clear evidence linking the device to the reported event, and no additional information regarding device-related allegations, malfunctions, complications, diagnostic testing, or treatment is available. Therefore, out of abundance of caution abbvie is conservatively reporting the event without attributing causality to the device.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. At the time of report, it was unknown if the device involved in the event was removed; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.